Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated atrial oversensing. It was noted that there were atrial high rate episodes recorded with apparent oversensing seen on the egms (electrograms). (B)(4).

Event description:
It was reported that the atrial lead had begun to have noise/oversensing issues back in 2011. The lead was then changed to unipolar sensing at that time. The unipolar configuration helped but did not completely solve the oversensing issue. Therefore, the lead hasbeen capped and replaced. No patient complications have been reported as a result of this event.